Event description:
It was reported that tip detachment occurred and surgical intervention was required. The target lesion was located in the left diagonal artery. A 185cm j-tip guidewire was selected for use. During the procedure, 2cm of the guidewire tip broke off inside the left diagonal artery. The patient was sent to open heart surgery to retrieve the broken piece. No further patient complications were reported post-procedure.